Manufacturer narrative:
Updated fields: b4, b5, g3, g6, g7, h2, h4, h6, h10.

Event description:
It was reported during the use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a gas leak. The end user swapped out the iabp unit with another iabp unit to continue the treatment without issue. No patient injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to duplicate the reported issue. However, the fse was able to identify gas loss alarm in the iabp's logs. The fse calibrated the unit and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported during the use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a leak. The end user swapped out the iabp unit with another iabp unit to continue the treatment without issue. No patient injury or adverse event was reported.